Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the stem broke.

Manufacturer narrative:
An event regarding fracture involving a hmrs stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as insufficient medical records were received for review device history review: indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review confirmed that there were no other similar events reported. Conclusions: the exact cause of the event could not be determined because further information such as revision operative notes as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If the device and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the stem broke.